Manufacturer narrative:
This product is not marketed in the us. Device evaluation: the iol was folded correctly but remained inside at the tip of nozzle. Volume of used viscoelastic material appeared to be enough. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that upon handling the rod of a ks-ni2 aq310ain, 25.5 diopter preloaded injector, the lens became blocked. The surgery was successfully completed by using alternative preload within the same surgery. There was no patient contact.